Event description:
Pt had augmentation mammoplasty 16 yrs prior with silicone implants. While on business in january 1993, she was pinned to the floor by a china cabinet resulting in chest and breast pain and development of firmness in the right breast which had previously been soft. On 10/12/93, the gel implants were removed and replaced with saline implants.